Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7073400.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. All explanted leads will not be returned.